Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported problem of ¿processor crackling¿ was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. During device evaluation at olympus, it was found the complaint was not confirmed. No failures were found and the phenomenon did not appear when the video system was tested with a high frequency generator. The device met all specifications. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that when the evis exera iii video system center was used with a valleylab force electrosurgery, they heard crackling inside the processor. The issue occurred during a therapeutic procedure. There was no reported patient harm or impact due to this event.